Event description:
It was reported that the device exhibited episodes of ventricular tachycardia that was unsuccessful reverted after several shocks. Both device and lead were explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.